Event description:
Per the clinic, the patient experienced recurring skin overgrowth at the abutment site. Subsequently, the patient underwent another skin revision surgery again on (b)(6) 2026, in order to excise the excess skin. Additional information has been requested but has not been made available as of the date of this report.